Event description:
It was reported that during a ptca procedure of a 90% calcified lesion in the mid lad, removal difficulties were encountered. The balloon catheter and wire were removed as one without incident. Patient status is listed as "good."